Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "the citrate tubes are filling above the fill line."

Manufacturer narrative:
Investigation summary: bd received 3 photos from the customer in support of this complaint. The photos were evaluated and the customer's indicated failure mode of overfill was not observed. The blood meniscus is visible under the bottom edge of the closure. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the photos. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.